Event description:
It was reported that the buttons were not responding. The blood glucose reading was 149mg/dl. Troubleshooting was performed, and the alarm history revealed a low reservoir and low battery alarm. Instructed the nurse to remove the battery for five minutes and to insert a new battery, but the anomaly continued. Advised the caller to discontinue the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to unlocked connect at the lcd board. The device was unable to prime during the prime test as a result of a loose/flush drive support disk. The unit was received with scratched lcd window.